Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown.